Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had removed the batteries per previous notes. The pump then began alarming again even with the batteries out. The registered nurse (rn) instructed the patient to reinsert the batteries. Once the pump powered up, the rn instructed him to hold the on/off button until the pump powered down, and the clamp was closed. The event occurred during infusion while in use with the patient.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump then began alarming even with the batteries out. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.